Event description:
Report received from us indicating the device "cannot attach to motor." It is known that the device was used in surgery and that no pt injury was reported. It is not known if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy power tools, the device was evaluated and the reported problem of "cannot attach to motor" was confirmed. (B)(4) evaluated the locking sleeves of both motors were sluggish and stiff due to debris and dried detergent in the lock sleeve mechanism. In addition, several of the attachments had dried out o-rings, which likely contributed to the reported problem. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the devices. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.